Manufacturer narrative:
(B)(4). Date sent: 9/30/2021 d4: batch # u9412y h6: component code: mechanical (g04) investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample, it was determined the flr01 device was received with the retractor torn. No conclusion could be reached regarding what may have caused the found condition. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following: "caution: this retractor should be used in patients with abdominal wall thicknesses greater than 4.0 cm. Do not use the retractor where the incision length is greater than 9.0 cm as loss of pneumoperitoneum may occur. When the iris seal is closed, avoid sharp instrument contact, such as scissors, scalpel, needles, etc. With the elastomeric membranes, as puncture or tearing may occur." As part of our quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #: unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during a gastric cancer surgery, after fired, noted that the device was broken into a few pieces. All parts were taken out from the patient. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.